Event description:
It was observed during device evaluation that the high flow insufflation unit exhibited a malfunction of the electro-pneumatic proportional valve and leakage from a secondary tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was a malfunction of the electro-pneumatic proportional valve, which led to leakage from the secondary tube. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.